Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for spinal pain. The catheter was coiled "like 4-5 inches" in the spinal cord. The managing healthcare provider (hcp) thought that might be the cause of the patient's persistent pain. The pain began on (B)(6) 2014. The patient wanted to know if it was normal for the catheter to be coiled in the spinal cord. The pump had been checked twice and it was "fine." The last check was stated to have occurred "recently" (no estimated date was given). The patient was going to follow-up with their hcp. Additional information was requested from the hcp regarding if there was a suspected device/therapy issue, troubleshooting/diagnostics performed, actions/interventions required, and the cause was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.